Manufacturer narrative:
Event date was sometime in the first week of july. (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were no iodine in two (2) minicap prep kits (opticaps). This issue occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.